Manufacturer narrative:
System logs suggested the command was not transmitted to qsol and no fault could be detected during investigation. As part of continuous improvement efforts, spectrum medical has since implemented software improvements to the device and the user has not reported further issues since.

Event description:
During a procedure, the user reported the venous clamp opened inadvertently after the user closed the venous occluder, allowing blood to continue flowing into the pump. User manually clamped the venous line. There was no patient harm.